Event description:
It was reported that there was a leak from the twist clamp of a transfer set. This occurred during an unspecified step of peritoneal dialysis therapy. The transfer set was broken and would not lock the tube and the solution leaked out. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.